Event description:
Patient was implanted with vectra plate and screw on an unknown date. On an unknown post-operative date, patient developed degenerative disc disease. Patient returned to the or on (B)(6) 2013 for removal of hardware. During hardware removal, the inner spindle of an extraction screwdriver broke off into the head of the screw. All fragments were retrieved by surgeon. Patient was revised with competitor's hardware, and is reportedly recovering well. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The driver was received with some slight oxidation on etch. The inner shaft broken with half of a thread remaining. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread failure appears to have occurred from applying a bending moment - force applied perpendicular to the axis of the instrument - when the force exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The driver inner shaft was produced prior to the material change to custom 465. In addition this issue has been addressed by a CAPA.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.